Manufacturer narrative:
The unspecified peritonitis event occurred on an unreported date in (B)(6) 2018. The fungal peritonitis event occurred on (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis which was manifested by diarrhea and intermittent stomachaches. The cause of the peritonitis was unknown. The patient was treated with vancomycin and amikacin for the peritonitis (no further details). Twenty-one days prior to receipt of this report, antibiotic therapy was discontinued and the patient presented to the hospital for follow up and subsequently another indication was reported; therefore, the patient was hospitalized. It was reported the patient was recovering from the peritonitis. Seven days after hospital admission, the patient was diagnosed with fungal peritonitis, sepsis and volume overload. Apd therapy was discontinued and the patient was transferred to the intensive care unit. The patient was treated with vancomycin and amikacin for the fungal peritonitis eighteen days after hospital admission, the patient passed away. The cause of death was reported as due to sepsis and fungal peritonitis. It was not reported if an autopsy was performed. No additional information is available.